Manufacturer narrative:
The fenestrated bipolar instrument was received and failure analysis found the instrument to have a broken grip at the grip base. A piece approximately 14.41mm x 5.16mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the tip of the jaw of the fenestrated bipolar forceps instrument detached. The surgeon did not observe any functional issues with the instrument during the procedure and was unaware of the cause of the fragment detachment. There was no collision with other instruments or hard materials. The fragment was retrieved by the surgeon using a laparoscopic grasper, and the procedure was successfully completed robotically as planned. The patient has not experienced any post-surgical complications related to a retained foreign object.